Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/18/2016 with the following findings: investigation revealed the display was dim with reddish text. Unrelated to the complaint, the audio bolus button (abb) cover was found to be torn in the center; however the abb was still responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim with reddish text. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 08/18/2016.